Event description:
It was reported that the patient had been having trouble recharging their battery since implant. She was unable to get more than two to four boxes, and was then unable to get any; a coupling problem was reported. The device was difficult to locate at times. An x-ray was performed and it determined that the device was flipping in the pocket. The patient was frustrated with the trouble she had with recharging and was considering a non-rechargeable device. A possible pocket revision/replacement was planned. The patient had a follow-up appointment scheduled with the surgeon but the pocket revision had not been scheduled yet. The patient¿s battery was over-discharged and therefore the patient was not receiving therapy currently. It was also reported that there were no patient symptoms or complications associated with this event. At the time of the report the patient was alive with no injury. . It was unknown what the cause of the issue was or if the issue was resolved. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).